Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified volume of an unspecified solution. It was reported that during priming of the tubing set prior to patient use, the tubing separated from an unspecified location on the filter of the tubing set. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.